Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the scale marking was partially missing. The returned syringe was examined and exhibited partially missing scale markings from the 30-90 scale markings. Unable to perform DHR check for scale marking missing due to unknown lot number. The root cause cannot be determined due to a lack of evidence. H3 other text : see h.10.

Event description:
It was reported when using the bd insulin syringes with the bd ultra fine¿needle the scale marking was missing. The following information was provided by the initial reporter. According to the customer's report, "the scale marking was partially missing."

Event description:
It was reported when using the bd insulin syringes with the bd ultra fine¿needle the scale marking was missing. The following information was provided by the initial reporter. According to the customer's report, "the scale marking was partially missing."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.